Event description:
Reportedly, the "ppceea" fired, but the anvil got stuck in the proximal bowel. The knife blade did not cut through to create the stoma. The knife partially cut on the anterior side of bowel. Applied another device. Pt had bypass ileostomy. Pt status okay.